Manufacturer narrative:
Additional information was received on march 14, 2023. Replacement with an unspecified device was performed with explant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 36-year-old female who underwent primary breast augmentation with a 370cc mentor memorygel xtra breast implant experienced left sided rupture post procedure. The patient experienced a trauma to the breast of an unknown nature. The rupture was diagnosed through an office visit. As a result, explant was performed on (B)(6) 2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture/trauma to breast. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on march 30, 2023. The investigation of the returned device was completed by the failure analysis lab on april 17, 2023. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the breast implant had a tear on the posterior view measuring approximately 1.3 cm. A microscopic examination was performed and no instrument damage was observed at the edges of the rupture. The evaluation determined that the cause of the rupture could be the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).